Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient was at home with her sister when she passed out due to hypoglycemia but the receiver did not alert her. Patient insisted this was due to a missed alert. Patient's sister called emergency medical services (ems) to her house. Ems did a fingerstick and she was at around 40 mg/dl (no comparison done as no one checked the receiver). After this, the patient was treated with glucagon. Patient was advised to go to her medical doctor's office the same day so she did. No treatments were done but the patient was recommended to reach out to an endocrinologist. At the time of the report the patient was feeling good. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.